Event description:
It was reported that the patient visited the emergency room due to seizures, losing her vision, locked jaw, and painful stimulation. The ER wanted to discharge the patient, but the mother was not comfortable with this decision, so the patient was admitted. No seizure activity has been seen on the eeg so far per the mother, but the hospital thinks it may be pseudo seizures. No other relevant information has been received to date.